Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿change your infusion set every 48 to 72 hours as recommended by your healthcare provider.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no reported impact to blood glucose. The customer declined troubleshooting and reverted to manual injections for alternate insulin therapy. Reportedly, the customer wore the pump against the skin and the infusion set was in use for approximately 5 days. The tandem clinical diabetes specialist advised the customer to wear the pump in a case and reminded customer on infusion set labeling.